Event description:
It was reported the patient¿s implant was revised due to the stimulator being flipped sideways and sticking out. The issue started about a month prior to revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0d0eb, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).